Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿

Event description:
The user facility reported a patient experiencing acute myocardial infarction/cardiogenic shock was implanted with an impella cp for mechanical circulatory support, and leg perfusion on the impella side of the leg was noted next day after start of support. The decision was made to perform femoral extra-corporeal membrane oxygenation bypass. The status of the patient was noted as unknown. Additional information noted the patient expired on support approximately four days after start of support, and medical safety review of the event noted there is not enough information to associate use of the device with the patient's demise.

Manufacturer narrative:
The investigation of limb ischemia has been completed. The impella device was not returned for evaluation. As all the necessary information was not provided, the root cause of the limb ischemia was not determined. As noted in the impella instructions for use: impella cp with smartassist system. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ d.4 revised unique identifier (UDI) # as it was previously entered incorrectly on the initial manufacturer device report number 1220648-2024-13373. H.10 additional manufacturer narrative instructions for use were revised from the initial submission of manufacturer device report number 1220648-2024-13373 in accordance with updated procedures.